Manufacturer narrative:
Concomitant product information for preconnect: model number/catalog number: 72404432. Serial number: n/a. Batch/lot number: 1100771773. Model/catalog description: cx preconnect tenacio 18cm ps, iz. Unique identifier (UDI): (B)(4). Upon receipt at our quality assurance laboratory, this reservoir underwent a thorough analysis. The reservoir was visually and microscopically inspected, and leak tested. Inspection revealed that the reservoir kink resistant tubing (krt) was cut apart in two places form sharp instrument damage, while reservoir itself passed visual inspection, no damage or abnormalities were found, the leak test passed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The device instructions for use (IFU) was reviewed. The reported reservoir migration was found to be listed in the IFU. A risk review was completed and confirmed that the event of migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) was pressing on the patient's iliac vein. As a result, the reservoir was explanted and replaced with a conceal low-profile reservoir. No patient complications were reported.

Manufacturer narrative:
Concomitant product information for preconnect: model number/catalog number: 72404432, serial number: n/a, batch/lot number: 1100771773, model/catalog description: cx preconnect tenacio 18cm ps, iz, unique identifier (UDI): (B)(4).

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) was pressing on the patient's iliac vein. As a result, the reservoir was explanted and replaced with a conceal low-profile reservoir. No patient complications were reported.